Event description:
Arrive clinical. It was reported that 517 days following a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr) of the 2nd lpl (left posterolateral). At the time of the index procedure, cardiac catheterization revealed: lmca (left main coronary artery)-normal, lad (left anterior descending)-normal, 1st diagonal -75% mid. Stenosis, lcx (left circumflex)-75% proximal stenosis, pda (post descending artery)-diffuse disease, and ramus-99% stenosis on the bend. The index procedure was staged over two days in 2004. On the first day, target lesion one (10mm long) was identified in the proximal cx as 3.5mm in diameter and 10mm in length with 70% stenosis. Target lesion one was treated with placement of a 3.5x12mm taxus stent. Residual stenosis was 0% following post-dilatation. A second target lesion was identified and an attempt was made to cross pda lesion with a 2.5x20mm taxus stent, but due to tortuosity, the stent could not be delivered. Multiple attempts were made using different wires and in the process, the pda abruptly closed. This was thought to be due to a dissection. The vessel could not be re-canalized. The patient complained of mild chest discomfort during the procedure, a nitroglycerin drip was started and the procedure was aborted. The patient was brought back to the catheterization lab four days later and a 2.5x8mm taxus stent was placed in the mid ramus. Angiography after stent deployment revealed that the stent did not cover the entire lesion and a second 2.5x8mm taxus stent was advanced, but could not be deployed due to tortuosity of the acute inferior take off in the lesion. Another 2.5x8mm taxus stent was again attempted to cross the lesion without success. Next, a 2.5x8mm cypher stent attempted to cross the lesion; however, it did not cover the entire lesion and was removed. A 2.5x9mm pixel stent was then deployed in the lesion overlapping the 2.5x8mm taxus stent and the patient was transferred to the recovery room in stable condition. The patient was discharged the following day on aspirin and plavix. In september 2005, the patient presented to the ER after experiencing syncope at work. Cardiac enzymes were negative. A nuclear stress test the next day was abnormal and consistent with significant myocardial ischemia of the left ventricular apex. There was also mild lateral and antero-basal wall myocardial ischemia. Ejection fraction was 53%. Coronary angiogram revealed: lmca-free of significant disease; lad-proximal mild diffuse disease, 50-60% mid stenosis at its tightest point, widely patent stented region in mid vessel; distal mild diffuse of 1st diagonal: lcx-proximal mild, diffuse disease; 50% moderate stenosis at the level of the 2nd om (obtuse marginal) branch; distal mild, diffuse disease, severe ostial stenosis of the 1st om branch; 90% proximal stenosis of 2nd om; 70% proximal stenosis in the lpl; pda was free of disease; rca (right coronary artery)-7080% proximal stenosis and 60-70% stenosis prior to an rv (right ventricular) branch. Left ventricular ejection fraction was 60%. The patient was transferred to the study site for intervention of the om and 517 days post arrive enrollment a 2.5x13mm cypher stent was deployed in the second lpl branch. Residual stenosis was 0%. A 2.5 x 28mm cypher was then attempted to be deployed in the 2nd om without success. The lesion was re-dilated and the cypher stent was advanced successfully. The ostium of the om continued to have less than 20% residual stenosis with 0% residual stenosis in the proximal om segments inside the stent. Ivus was then performed which showed a discrete heavily calcified lesion right after the take-off of the om. Functional stress test was recommended to evaluate the residual lcx lesion and possible restenosis in the ostial om. The pt was discharged the same day. The relationship of the device to this event is "unknown".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.